Event description:
It was reported that bd nexiva sp with maxzero leaked at the luer connection. The following information was provided by the initial reporter: date of incident: (B)(6) 2024. On (B)(6) 2024 concern description: difficult to use max zeros are filling with medication and blood. Occurrences: 1 ea. On (B)(6) 2024. Yes, when the nurses go to administer procedural sedation, they get fluids on their hands after touching the max zero to push drugs. It is possible that this fluid is residual saline and blood caught in the rungs/threads of the max zero connection. However, the nurses and physicians are upset with it. And it is concerning. No adverse event reported.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: the complaint of the needle-free connector filling with blood was confirmed from the photograph that was provided for investigation. The photo showed a blue luer adapter from a 22g nexiva device connected to a maxzero connector. The connector was attached to an extension set. The extension tube of the nexiva device, the maxzero connector and the extension set were full of what was consistent with blood residue. The same liquid appeared to be present in the threaded region of the maxzero connector and the blue luer adapter. As the photograph supports the complainant¿s description of the reported event, the complaint was confirmed; however, the root cause could not be determined without a physical sample. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.